Event description:
It was reported that piece broke off and fell into the pt's knee.

Manufacturer narrative:
Questions were sent to the customer to gain more insight into the event that occurred and to see if any injuries were sustained. The customer responded, but could only add that the surgery was lengthened by 10 minutes.